Event description:
It was reported that the patient had been using magic3 catheters, but recently they noticed a change in the lubrication. They stated the previous packaging had a white adhesive tab, and they liked how much lube there was on the catheter. The new packaging had a blue adhesive and did not seem to have enough lubrication, and they were all products 53614g. Bd representative confirmed that the product (53614g lot: jugw0050) was still in date and would expire in 2027. The customer believed bard had changed something with the adhesive and lubricant. Used document rm7601719 and confirmed the adhesive on 53614g was blue, but did not see a recent change in color.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "operator error". It was unknown whether the device had met relevant specifications. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: the device was not returned.